Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the patient was no longer able to hear with his device and that he was explanted. Despite several inquiries no further information has been received concerning the circumstances leading to the explantation. However considering the status of the device upon receipt for investigation, it can be assumed that an accident has occurred.